Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the customer loaded around 120 units of insulin; however, was unsure of the exact value. The customer loaded a new cartridge successfully with 150 units of insulin and resumed insulin delivery. The customer's blood glucose level was 162 mg/dl.